Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that there were air bubbles in the tubing. Customer's blood glucose was 134 mg/dl. Reportedly the customer filled the cartridge with cold insulin. The customer replaced the tubing in order to resolve the issue.